Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x8mm drug eluting stent in the proximal lad. The stent struts were lifted off the balloon. The stent was removed. The lesion was predilated with a 2.0x15mm maverick balloon and the procedure was completed with a taxus express2 3.0x12mm drug eluting stent. No patient complications were reported. Patient status is satisfactory.